Manufacturer narrative:
The imaging system was returned to the manufacturer for evaluation. Testing was unable to confirm the reported issue. The testing found that two fuses within the imaging system were open. In addition, an inverter was damaged and a capacitor within the inverter was damaged. This confirmed an electrical failure due to damaged electrical components.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site: on 27 & 28 sept 2016 - the pendant had green checks for the motion and mobile view station (mvs) but vertical green lines (not scrolling) for the generator. No error codes noted in logs or generator software. Remote desktop had the generator as "not ready" and detector as "ready". Verified that all batteries and charger boards were good. F1 / f9 35amp fuses were both bad. K5 relay energized but k6 relay did not. Standalone board functioning with leds, atp board with a solid and a flashing led until the beeping starts then flashing stops, ht board same but when beeping starts all leds go out. Interface control board has a lit led, fluoro cpu has a blinking led. - found that the capacitor inverter assembly (near standalone board under tank) looks to be blown with chemical / gel leakage. - imaging system needs to be sent to the factory for repairs. The system has not been sent back to the manufacturer for evaluation and repair, so no additional findings possible at this time.

Event description:
A site representative reported that the imaging system was unable to boot up past the 'initializing' screen, and the image acquisition system (ias) was beeping. There was no patient present when this issue was identified. No additional details were provided.